Event description:
On (B)(6) 2013, the reporter contacted animas, alleging issues with air bubbles appearing in the tubing. During troubleshooting of the issue, the reporter removed the cartridge and noted air bubbles in the cartridge. The reporter was advised on how to remove air bubbles from the cartridge. The reporter indicated that blood glucose levels elevated as high as 19 mmol/l without symptoms associated with the air bubble issue; this reported blood glucose does not meet animas criteria of an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. This